Event description:
It was reported the balloon filler tip fell off. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d10, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h5 should be no. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The device underwent a visual inspection and functional tests and passed all functional and leak tests. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.